Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a low anterior resection the device was fired and there was partial cut. The surgeon used an eea28 to complete the case. There was unanticipated tissue loss. There was no bleeding reported in excess of 500cc and the case was not extended by more than 30 minutes. No reinforcement material was used. The patient was stable and doing well. .

Manufacturer narrative:
Summary: post market vigilance (pmv) led an evaluation of two eea 31mm single-use staplers opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The visual inspection of one staple guide noted the instrument was fully applied. The visual inspection of one staple guide noted the presence of a full complement of staples. The anvil of one instrument was observed to be tilted and separated from the instrument. A microscope examination of one device displayed nicks on the knife blade. In addition, a shallow knife impression was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the devices were applied over the appropriate test media producing acceptable results. The knives cut the test media cleanly and completely, despite the noted knife blade damage and the staple line was properly formed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.